Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings: during investigation, a review of the pump¿s black box showed a call service alarm for a "rewind motor tolerance error." During testing, the same alarm occurred during the rewind step. The pump was opened and evaluation revealed the internal motor had failed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.